Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The proximal conductor of the lead became extrinsically distorted due to kinking/buckling. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the attempted his bundle pacing lead was sandwiched by the delivery catheter and became dented after the slitter came off of the catheter. Pacing thresholds were also noted to have increased post-slitting although lead position remained unchanged. The lead was removed and replaced. No patient complications have been reported as a result of this event.